Event description:
A patient was undergoing surgery. A paratrend 7+ sensor was being used for blood gas sampling. During use, blood was seen to flow back along the length of the sensor and into the connector to the patient data module thereby making the device non-operational. The sensor was removed and returned to diametrics medical ltd for investigation. There was no report of any injury to the pt.